Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the black box review reveal evidence of ¿load step malfunction¿ illustrated with 163 warning on (B)(6) 2013. The pump powers on and displays verify screen. The display is pinkish and dim. A test display screen was mounted instead and it was fully colored and illuminated. The pump passed ¿ez-prime¿ steps correctly. Force sensor calibration is at the highest count. Investigators were unable to duplicate load step malfunction. Pump¿s cover was removed, no intermittent condition was found to the force sensor circuit. The force sensor resistance is at 8.2k ohms. The audio bolus button cover has a tear exposing its slug but the button is properly responsive.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump is not recognizing the correct read of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.